Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient was encountering poor communication with and without antenna attached. When asked, the patient said they were kind of experiencing a return of baseline symptoms and then noted that it's not working like it previously was. The call center discussed the possibility of the ins reaching end of service (eos). The patient suspected that it may have flipped in the pocket during chiropractic adjustment because it doesn't feel the way it used to under their skin. The consumer also noted that they've gained and lost weight. The patient is also considering device removal in order to have an MRI. As a result of what was reported, the call center recommended the patient following up with an healthcare provider (hcp) to check device status. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry of what the circumstances were that led to the poor communication issue the patient reported that battery had died. In response to the inquiry of what actions/interventions were taken to resolve the poor communication issue the patient replied ¿surgery to replace the stimulator,¿ and that they were waiting for insurance authorization in response to the inquiry of explant/replacement date so they had ¿no idea¿ what ¿they would do,¿ in regards to their device status post explant. There were no further complications reported.